Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user missed a meal announcement and entered it 45 minutes after eating. After doing a cartridge change, the user accidentally announced another meal. The user reached a high of 295 mg/dl blood glucose. It was corrected by the ilet eventually, and the user did not require any outside intervention.